Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This clinical study was designed as a prospective, single-arm, observational data collection with extraction of de-identified standard-of-care data from the medical records of patients in whom ebus needles were used. Patient data collection (i.e., the date of informed consent) began on 10 january 2024 and the last patient was enrolled on 17 january 2025. A total of 180 patients were included in the analyzable population. Slightly more than half of patients underwent fna alone (51.1%, 92/180); however, some patients underwent fnb alone (25.6%, 46/180) and some patients underwent both types of needle sampling (23.3%, 42/180) during ebus needle procedures. The most commonly used ebus needle was the echo-hd-22-ebus-o-c (in 52.8% [95/180] of patients) and the most commonly used endoscope was an olympus endoscope (in 53.9% [97/180] of patients). This file has been opened to capture 1 instance of the failure to retract the needle from the endoscope accessory channel.

Event description:
A cancellation report is being submitted following confirmation received on 12 august 2025 that the file is a duplicate of a pre-existing event originally created from an interim pmcf study report.

Manufacturer narrative:
A cancellation report is being submitted following confirmation received on 12 august 2025 that the file is a duplicate of a pre-existing event originally created from an interim pmcf study report.